Event description:
An elderly woman was admitted to the hospital & underwent surgery for a large paraesophageal hernia and was transferred to the ICU. She developed fecal incontinence and was at risk for skin breakdown, and a flexi-seal retention balloon rectal tube was placed. Several days later, the patient passed a large amount of bright red blood per rectum and the flexi-seal was removed. The 41 cc's was present in the balloon (maximum is 45cc). Flexible sigmoidoscopy was done which revealed a large hemi-circumferential rectal ulcer thought to be secondary to the flexi-seal fms. She received 2 units of packed red blood cells. Manufacturer response for fecal management system, flexi-seal (per site reporter). I just alerted the manufacturer today.